Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that during a primary surgery the tornier driver for the ratcheting handles hip broke off while inserting a screw, everything was recovered no issues. The remaining screws were inserted with another screwdriver. The duration of the surgical delay is unknown.